Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part # unk/ unknown head / lot # unk. Part #unk / unknown cup / lot # unk. Part #unk / unknown m/l taper/ lot # unk. Part #unk / unknown neck component/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00928 0001822565 -2020 -00929 0001822565 -2020 -00930

Event description:
It was reported the patient underwent hip revision surgery 8 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.